Event description:
It was reported the patient died. Approximately six months post implant of a single chamber implantable pulse generator (ipg) system the patient developed an infection. Additional information was obtained from the health care professional who indicated the ipg was exposed at the pocket and there was discharge present. During the procedure the patient developed bleeding and expired. There were no allegations of device or lead malfunction; the "[p]atient's death was not due to [the] device, death was due to the procedure."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2012. Of note, the reportable serious injury of infection with device system removal is normally submitted via an alternative summary report submission that would have been due on (B)(4) 2013. Information was subsequently received on (B)(4) 2013 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for alternative summary report and is therefore, being submitted as a timely 30-day report. Product event summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. The primary cause of death was requested and will not be received. (B)(4).